Event description:
The affiliate reported that the patient had an evd for an intra-ventricular bleed. The surgeon later saw a growth of enterobacter cloacae. As a result, the device was removed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Additional information: it has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. Sterilization records were also reviewed and verified that all products in this lot number were properly sterilized per required specifications. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Additional information from the affiliate stated: (B)(6) 2013 pathology report has been submitted. On 03/20/14 - message sent to the affiliate requesting the return of the complaint sample. On 03/25/14 - affiliate informed that the complaint sample is not available for return.